Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01110. It was reported the patient had a fall over the winter. X-rays were taken and confirmed that one of the s1 leads migrated. Surgical intervention may occur later to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the s1 lead was explanted and replaced to address the issue. Reportedly, effective therapy was established post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.